Event description:
The facility rep reported a pump observed that shuts itself off. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
The device has not yet arrived at baxter for eval. A follow-up report will be submitted after the device has been received and evaluated.